Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings and no delivery alarms. The customer's blood glucose value was 455 mg/dl. The customer treated with manual injections. The customer was assisted with performing 5.0 unit fixed prime and insulin did not exit. The customer was unable to finish troubleshooting. The product was not returned for analysis.